Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# 02062240556. Product type: lead: product ID 37082-60, serial# (B)(4). Product type: extension: product ID 37081-60, serial# (B)(4). Product type: extension. (B)(4). Report source: foreign - (B)(4).

Event description:
It was reported that a patient experienced a fever, headache, and swelling of her wound from the stimulator. The patient was showing signs of infection. The patient was taking post-operative antibiotics when she went to the hospital. Invasive intervention was taken. The patient's device was explanted on (B)(6) 2013 and she was started on IV antibiotics. It was stated that the patient was "feeling better and recovering from the infection." There was no injury or death. No further information was received.